Event description:
It was reported the flushing pump foot switch was damaged. The issue occurred during preparation for use for a diagnostic gastroscopy examination. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: cause traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The evaluation of the event is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available. Three attempts were performed to obtain additional information, but no response was received from the customer. E2: health professional ¿ (blank) and e3: occupation ¿ no information provided.

Event description:
It was reported the flushing pump foot switch was damaged. The issue occurred during preparation for use for a diagnostic gastroscopy examination. There were no reports of patient harm.